Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a thoracic catheter. The customer reports when removing the catheter from the patient, a piece of the device had broken and remained inside of the patient. The patient had to be subjected to general anesthesia in order to extract the broken piece.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please see investigation summary below: this complaint report refers to product code (B)(4), with lot number 133260348x; units were manufactured on nov 21, 2013. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. In addition the catheter has no loose parts and is a one piece soft catheter; therefore the broken piece cannot be of this catheter. The possible root cause for the broken device could be damaged by the user during their process. For this complaint the exact root cause and corrective actions could not be identified since the sample was not received for evaluation. No corrective actions are deemed necessary at this time. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will also be used for qa tracking and trending purposes.